Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The subject device was evaluated by olympus, and the reported ¿no image¿ was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, since the reported defect (no image) was not reproduced, the root cause could not be determined, this supplemental report includes additional information received from the customer. A2, a3, a4, a5, a6, b5, and b7 have been updated accordingly. A correction has been made to e3, e4, and g2 to provide information that was inadvertently not included in the initial medwatch. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image issue occurred at the beginning of a therapeutic bronchoscopy and endoscopic bronchial ultrasound with needle aspiration. Although there was a ¿slight¿ procedural delay while the patient was under monitored sedation with an lma in place, the procedure was completed with a replacement scope. It was confirmed that there was no patient injury or harm due to the incident.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchofibervideoscope exhibited no image. The issue occurred during preparation for use. There were no reports of patient harm.